Event description:
Per provider, actuator has failed. Frame seems very loose and is causing the actuator to fail prematurely. State that the motor on the actuator is still running, but is the shaft that is not working.